Event description:
It was reported that a home patient (hp) experienced air in the patient line during a previous night¿s peritoneal dialysis (pd) therapy. The hp proceeded to connect to the device although the air was seen, and the air was delivered into her peritoneal cavity. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.